Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to corroded express bolus, escape and act button keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.